Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported the adhesive from the infusion sets were not sticking to her skin. The infusion sets were falling off her body. The customer stated that this occurred with two infusion sets from the same box. The customer alleged the infusion sets she had from a particular box were defective. No adverse event was reported. The lot number was not provided. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.